Event description:
The product was used during a lower anterior resection procedure. Reportedly, the instrument did not cut and the staples did not form properly. The surgeon applied another device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.